Event description:
It was reported that during an acl procedure, the pin passing drill tip broke. However, there was no breakage into the patient. Backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported pin passing drill tip 2.4 used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.